Manufacturer narrative:
Method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.

Event description:
This x-ray system, during an injection case, the c arm display went blank. The system had to be restarted to become operational.